Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump was stuck in a prime and rewind loop. The patient's blood glucose at the time of incident was 154 mg/dl. After she changed the reservoir she had a low battery and attempted to change it but received a failed battery test alarm. She tried different types of batteries but the failed battery test alarm persisted. She also attempted to rewind the pump during this time due to a reservoir change, but the piston did not move despite making rewind sounds. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no time clock anomaly noted. The insulin pump powered up properly; no weak battery or bad battery alarm noted during testing. All operating currents are within specifications. No prime fill anomaly noted. The insulin pump passed self test, displacement test, rewind, basic occlusion test, prime test and occlusion test. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners, cracked lcd window and cracked reservoir tube.